Event description:
It was reported that during a stenting treatment procedure, a balloon rupture and fragment detachment occured. The physician advanced the 10x40mm mustang balloon into the innominate vein and as he was inflating the balloon, before it got to nominal pressure the balloon ruptured. This was noticed and confirmed with blood in the inflator. An attempt to remove the balloon with an unspecified sheath was made, but the balloon catheter would not come back through. Then the physician pulled everything out together and noted the tip of the balloon had broken off and remained behind in the brachial vein. The area was treated with a non-bsc covered stent. The physician then went back with a 12x4.0mm mustang balloon and dilated the innominate vein and the procedure was successfully completed. No further patient complications occurred and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was torn both circumferentially and longitudinally. The distal portion of the balloon material and the distal tip were not returned for analysis. Examination of the single lumen shaft noted that it was severely stretched. No other damage was noted on the remainder of the shaft. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture and fragment detachment occured. The physician advanced the 10x40mm mustang balloon into the innominate vein and as he was inflating the balloon, before it got to nominal pressure the balloon ruptured. This was noticed and confirmed with blood in the inflator. An attempt to remove the balloon with an unspecified sheath was made, but the balloon catheter would not come back through. Then the physician pulled everything out together and noted the tip of the balloon had broken off and remained behind in the brachial vein. The area was treated with a non-bsc covered stent. The physician then went back with a 12x4.0mm mustang balloon and dilated the innominate vein and the procedure was successfully completed. No further patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(4).